Event description:
The sales rep reported that during a meeting with the surgeon, he informed her that he had two cases of broken smart toe.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.